Event description:
Patient calling in about error of air in line with new pump. Pt reviewed tubing, IV and everything was fine. She was on the last step of her program, 180ml volume remaining. Pt wanted to use her old pump since the new pump caused the issue in the first place. Reprogrammed for continuous infusion on last step of 65ml/hr for 180ml remaining. No other information provided. Patient did not report serial number but (B)(6) was checked out to the patient at the time of the report. ï¾·set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Unknown error codes. Indication - other specified disorders involving the immune mechanism, not elsewhere classified. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Upon return, did we replace device? Yes.